Event description:
It was reported during routine check that the cardiosave intra-aortic ballon pump(iabp) had battery issue. Battery was not charging although its plugged in. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Customer called to cancel the service request as they did not fully seat the console in the cart resulting in the batteries not charging. Phone support only provided. This work order is closed, operator error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had battery issue. Battery was not charging although its plugged in. There was no patient involved. No harm or injury to the patient was reported.